Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-23100. It was reported the patient experienced pocket heating at the ipg site while charging. The patient also reported the site would stay warm for an extended period of time after charging. A replacement charging system was sent to the patient. Follow-up information identified the patient has received the replacement device, which resolved the reported issue. The event date is unknown at this time.

Manufacturer narrative:
This ipg serial number was included in a field correction. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.